Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported adverse event. Based on the information reviewed, a definitive cause for the reported recurrent mitral regurgitation could not be determined. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4. One clip was implanted, reducing the mr to 1. On an unspecified date the patient had increased mr with a grade of 4. The cause of the increased mr could not be confirmed. On (B)(6) 2018, a second procedure was performed. One clip was implanted, reducing the mr to 1. The initial clip was confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. No additional information was provided.